Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen screen noted. Unable to confirm unexpected battery out limit also, unable to perform any test due to keypad unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received the replacement pump today and was able program it. Customer had a battery out limit alarm. Customer's blood glucose was 152 mg/dl at the time of the incident. Customer stated that the screen was frozen at bolus and none of the buttons were responding. Customer's spouse changed the battery but she cannot clear the error. Customer's spouse got the battery out limit alarm and stated that there is one by the reservoir icon and the second one is underneath the reservoir icon. Customer was hospitalized in february for surgery for his lung. Customer found the keypad was frozen and he cannot clear the alarm. Troubleshooting was performed but the pump alarmed battery out limit. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.